Event description:
Information was received, from a patient via manufacturer representative. Who was implanted with an implantable neurostimulator (ins). It was reported, that the patient had walking difficulty/immobility/loss of balance/unable to get out of bed. The patient was feeling weak and had fallen twice overnight. The patient was complaining of lower leg pain. She was transported to the hospital via ambulance after 8am. And upon further medical evaluation determined, the patient had sustained a fracture to her fibula. The patient is still in the hospital being evaluated by ortho/trauma team. To decide if surgery is necessary. The issue remains ongoing at this time.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 28-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.